Event description:
The physician using an omni device reported that the catheter kinked on advancement and broke-off in the schlemm's canal. The severed portion of the microcatheter was removed using forceps. There were no further injuries reported. The procedure was completed using a fresh device. An evaluation of the returned device and a review of the lot history and relevant components of the returned device determined that there is no evidence that the device design or manufacturing process was the cause of the incident. A video of the actual procedure was not available and therefore a definitive root cause could not be determined; however, based on: 1) returned device found to meet specification, and 2) user history of this physician as well as review of past similar complaints reported by other physicians, where videos of the procedure was provided the probable root cause for this incident is likely due to a surgical technique or use error.